Manufacturer narrative:
On aug 22 2021, additional information was received indicating the patient also experienced additional symptoms including breast swelling, nipple and arm pain, bloodwork showed high calcium and high iron, joint problems, pain, nose bleeds, dizzy, temperature sensitivity, teeth decayed, lymph nodes are swollen, miscarriage, increased heart rate, vomiting, teeth/hair are falling out, dizziness, blacking out, off-balance, hand/foot numbness, rashes, infection, itchiness, vision issues, acid reflux, sensitivity issues, cough, and respiratory issues. The date of implantation was identified as (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 27 2020, additional information was received indicating the date of event was (B)(6) 2019. An MRI revealed fluid around the implants with no signs of rupture. As of now, the patient has not undergone testing of the fluid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with saline mentor smooth round high profile 380cc breast implants and suffered several unexplained systemic symptoms, including pulled right breast muscle, shortness of breath, loss of memory, fatigue, redness and inflammation on right breast, right breast hot to touch. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.